Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that a ureterolythotripsy was performed and it was noted that the basket was broken during the procedure; it didn't open correctly. A laser was also used for the procedure and it was further noted that one wire on the basket was pulled out of the cannula. The product was changed and the procedure was completed successfully. There were no reported adverse effects to the patient as a result of the product problem.